Event description:
It was reported that inappropriate therapy due to oversensing of noise was observed. It was also noted that the patient recently had valve replacement surgery. Patient was asymptomatic. Device was reprogrammed.

Manufacturer narrative:
No medwatch form was received.